Manufacturer narrative:
Evaluated 8 open/used reservoirs. Perform visual inspection and found transfer guard¿s needle were not centered. Transfer guards needle were found not parallel to transfer guard body axis. Also, inspected reservoir¿s snap-cap width dimensions per dop114-811 and d6014595, using a new lab infusion set connected 5 of 8 reservoirs easy to connect/lock/release properly. Two of 8 found reservoir's snap-cap too loose to connect/lock. Remaining reservoir's snap-cap too tight to connect/lock.

Event description:
The customer reported via phone call that the transferred guard needle was bent. The customer's blood glucose was unknown at the time of incident. The transfer guard didn't secure the insulin vial. The reservoir was returned for analysis.